Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a suspected infection, metal debris, a fractured tc3 component at the stem/adaptor junction, and loosening. Femoral loosening occurred at the bone/cement interface. Tibial tray loosening occurred at the bone/cement interface. Cement manufacturer is unknown. The sleeve and stem were also loose, non-cemented.

Manufacturer narrative:
The device associated with this report was not returned. Photographs of the reported fractured device were provided and confirm the reported device fracture. Review of device history records found no manufacturing deviations or anomalies. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. The investigation could not draw any conclusions about the root cause of the reported event without the device to examine. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.